Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the right ventricular (rv) lead was fractured which caused the lead to exhibit high impedance and failure to capture. The patient also reported feeling light headed. The lead was capped and replaced. No patient complications have been reported as a result of this event.